Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the doctor placed structural balloon trocar in patient but could not get it to inflate with the bulb pump. Current patient status: fine, no problem. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc and no delay over 30 minutes. If applicable, what was done to correct this condition - (e.g. Cautery, sutured, applied another device, etc.): applied another device.